Manufacturer narrative:
Product complaint # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer handed the defective expedium verse dual innie over w/o further comment. After inquiry the information was provided that the innier innie got damaged while the sterile scrub nurse was on the back table trying to re-assemble the outer and inner innie. They got dis-assembled during manipulation / correction maneuver intra-operatively and replaced by a new one immediately. No patient harm or time loss was mentioned. Date of the surgery is unknown. No further information is available. Patient consequence? :no. Action taken for procedure:replace innie intra-operatively with new one from the set. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the rod lock key had broken into two separate pieces, separating into the base and the threaded cylindrical portion. The fractured surfaces appear rough and twisted, but there is not sufficient material to definitively determine the reason for a fracture. The remaining threads are stuck inside the poly lock, towards its top. There is no damage to the poly lock beyond superficial surface markings. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the correction key¿s rod lock fracturing cannot be determined from the sample and the information provided. A potential root cause may be cross threading the rod lock upon insertion. If the rod lock were to be tightened in this arrangement, the torque generated on the rod lock could be sufficient to break it. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.